Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the trocar valve was found to be leaking water during retinal surgery. Additionally, the cutter did not function properly, and the light bulb failed to work. The procedure was completed by replacing the product with a new cassette. There was no patient impact.